Event description:
It was reported the patient went to the emergency room after receiving inappropriate shocks due to the ventricular lead t-wave oversensing. It was also noted the sensing values decreased. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, the outer tubing overlay had cosmetic environment stress cracking (esc), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and visual analysis revealed apparent explant damage.